Event description:
On (B)(6) 2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to drain complications and peritonitis. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on 12/jul/2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and gentamycin 160 mg daily (due to ceftazidime allergy) for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2024, and the patient¿s gentamycin was discontinued. The patient continued to undergo ccpd therapy while hospitalized and is recovering from the serious adverse events. The patient was discharged home on 19/jul/2024 in stable condition and resumed ccpd at home utilizing a replacement liberty select cycler. The pdrn attributed causality to a touch contamination event, as the patient admitted to using a stay-safe-cap after it had been dropped on the ground. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.